Event description:
It was reported that as soon as the unit was put into the knee, it began to flake.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.